Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned view plate confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision srom hinge tkr of competitor components - for lack of collateral soft tissue leading to massive varus knee; (B)(6) 2018 . The 2 tibial view plates have cracks in them and as the scrub nurse was showing jnj representative one, it broke in her hand. This occurred after the tibial resection had taken place. The tibial femoral sleeve clamp repeatedly locked open in certain positions, and needed to be shaken in order to get it to function again. The thread of the stem trial extractor is stripped, and barely able to engage the trial stem when attempting to extract it. After several attempts, the extractor engaged and the trial stem was removed. 5 minute delay in surgery, successful patient outcome. No ae to patient. Jnj representatives present for the case.